Event description:
In (B)(6) 2004, a (B)(6) male patient had a trapease filter implanted prophylactically and pre-operatively for bariatric surgery. The physician reported that in (B)(6) 2010, the patient experienced abdominal pain and had a cat scan. Included in the cat scan results was a foreign body in the heart, which reporter stated was the trapease filter which had migrated. Event is ongoing. Abdominal pain resolved. No additional information was available.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The trapease filter was implanted prophylactically and pre-operative for bariatric surgery. Three years later, the patient experienced abdominal pain. A cat scan showed a foreign body in the heart which the reporter stated was the trapease filter. The event is ongoing and the patient is in good condition. It was reported that evaluation on how to remove the filter was in progress; however it has since been reported that there are no plans to try and retrieve it anytime soon. The abdominal pain has resolved. It was reported that because the index procedure took place many years ago at another hospital, no procedural information is available. The device remains implanted and the lot number is not known; therefore, a device history record review cannot be completed. Requested films pertaining to the migration have not been provided and there are no films from the index procedure available. Filter migration is a well documented potential complication of ivc filter placement and is listed in the instructions for use. Factors that can influence these events include vessel characteristics, ivc diameter, patient factors including anatomy, hydration, and subsequent trauma or medical procedures. However, based on the lack of procedural information and without films pertaining to the index implantation, no conclusion can be made. Therefore, no corrective actions will be taken at this time.